Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tha. During the surgery, when the surgeon connected the reamer (p/n: 534700) to the shaft (p/n: 534107) and reamed bone-marrow cavity, the shaft came off from the reamer and remained in the bone cavity. The surgeon removed the shaft with a long pean forceps under x-ray. After that, when the surgeon reamed proximal bone because he had difficulty in reducing in the trialing, the shaft came off from the reamer again and remained in the body. The second time, it took time to remove the shaft because the shaft came off at deep point of the bone-marrow cavity despite the nurse tighten the reamer and the shaft. The surgery was completed within 30 minutes delay. It was possible that the patient was inversion position when the surgeon reamed. After the surgery, when the surgeon checked the devices, he could not insert the shaft into the reamer for appropriately depth (some soft tissue or bone chips might adhere the shaft or the reamer because the devices were before cleaning.). The devices had no problem when the hospital checked before the surgery. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Additional narrative:  corrected device identification (lot#), device evaluated by MFR and device manufacture date. Added concomitant medical products. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the products were returned and the reported issue confirmed. The root cause was deemed to be unintended user error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.